Event description:
It was reported that a spectrum infusion pump had a "door close error." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "door close error", which was experienced during eval while attempting to power down the unit. The messages wer found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.